Event description:
Medtronic received information that shortly after introduction of devices into the left atrium, the patient experienced abrupt drop in blood pressure (100 systolic to 55 systolic) accompanied by severe st elevation. Neosynephrine was then administered by anesthesia. Catheter and sheath lines and connections and the manifold were all immediately checked to rule out any possible source of air introduction. No loose connections or air were observed. The pericardium was surveyed with ice and no effusion was observed. The cryoablation catheter and sheath had been flushed using standard procedure. The sheath was connected to a pressurized heparinized saline infusion at the time of the event. This event occurred prior to any cryoballoon inflation or ablation. Coronary angiograms were then performed by an interventional cardiologist to rule our coronary artery disease and myocardial infarction. Two lesions de scribed as non-significant (30% ramus and 40% pda) were documented. The patient's ECG and blood pressure had normalized by the end of the coronary angiograms. No further hemodynamic changes or st elevation were observed during the remainder of the procedure. No device issues were observed during the procedure. Device 2 of 2, reference MFR report: 3002648230-2013-00004.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.